Event description:
It was reported that during an elective upgrade procedure, the rv lead was extracted. During the extraction, cardiac tamponade due to a suspected atrial tear was observed. The lead was explanted and a sternotomy was performed in an attempt to repair the tear. The patient expired. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.